Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the passive fixation left ventricular (lv) lead post-operatively became dislocated into the outflow track and exhibited no capture. The lead was explanted and replaced with an active fixation lead. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had been pulled down at least two inches in the pocket. The device remains in use. No patient complications have been reported as a result of this event.